Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely that the image output was lost because water entered through the hole in the cable, the electronic circuit was destroyed, and communication failure between the video processor and the camera head occurred. It was likely that the perforation of the cable was caused by reprocessing or storing this product together with tweezers, forceps, scalpel, etc. The instructions for use (IFU) provides the following guidelines: do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. No other devices were involved in the event. The intended procedure was completed with no delay. The same device was not used to complete the procedure. The reporter also stated; if the device has burrs on the paddle connector, the device can get hung up and bend the copper pins backwards. If there is a (urf-v2, otv-s7pro, etc.) Style connector, then the image will not display. The 190 series type connectors will work but the outer plugs are used (urf-v3, ch-s190, etc.).

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed. However, it was found that there was a cut on the cable and there was no image due to a faulty charge-coupled device (ccd). In addition, the device had failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the paddle connector on the high definition autoclavable camera head had chipped plastic and a burr on it. When placed into a 190 series processor, the burr was causing the pins to bend back. The facility had numerous repairs performed on the processor for the connector plug having bent pins. The issue was found during preparation for use. No patient harm reported.